Manufacturer narrative:
(B)(4). Batch # p9131x. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please, explain how the device ¿was not working properly.¿ had the device been working and then stopped? Did the device activate properly but the perceived tissue effects were greater or less than expected? Please, explain after the device was had the assembly tightened and how the device ¿did not function properly¿ had the device been working and then stopped? Did the device activate properly but the perceived tissue effects were greater or less than expected? The analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic anterior resection procedure, after initially passing the functionality test the surgeons, noticed that the device was not working properly and then a message occurred telling the them to tighten the assembly. After doing this the device still was not functioning properly. Overall this caused a twenty-minute delay in the operation but there were no adverse effects for the patient. There were no adverse consequences for the patient.